Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that after a tka surgery for left knee was performed on (B)(6) 2024, the patient experienced an infection. This adverse event was resolved by revision surgery on (B)(6) 2024, during which one (1) jrny ii bcs xlpe art isrt sz 3-4 lt 9mm was exchanged, and a new journey ii bcs insert was implanted. The femoral component, tibial baseplate, and patella component remained. The current health status of the patient is unknown.

Manufacturer narrative:
The explanted insert was not returned for evaluation and, given the nature of the alleged incident, the femoral component, tibial baseplate and patella component could not be returned; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the patient was revised due to the reported infection, however, the definitive root cause of the reported infection cannot be determined. Post-operative infections are a known occurrence after surgery. Therefore, the reported infection three-week post-left total knee arthroplasty was likely related to the procedure and not a malperformance of the smith and nephew device. Although, a hematogenous spread cannot be ruled out. The impact to the patient beyond the reported infection and subsequent revision cannot be determined since the status of the patient is unknown. A review of the manufacturing records could not be performed for the insert, since the device history record for this production order was not available. This issue was escalated through our quality process. For the rest of the devices, the review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the tibial baseplate and similar events for the femoral and patella components over the previous 12 months, but no similar events for the batches based on the historical data. For the insert, a similar event was revealed for the listed batch. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.